Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from a competitor with no information. The two pacing leads are competitive products further review of the manufacturer's database indicated the patient died approximately eight months post the device implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found.